Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer alleges that the clamp on the bed rail broke off completely. They stated that they discovered it when the end user was using the rail to transfer and they heard it snap off.